Event description:
The user facility reported that an automated impella controller (aic) had a broken purge clip. The aic was removed from service as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining, reported issue with the broken purge retainer was confirmed. Purge disc retainer was completely broken off. The cause of the issue was a broken purge retainer.